Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported that the unit gave regulator failure error, charger failure error, and that they had to use another c-arm to finish the case. There is no report of injury or death associated with the event described in this complaint.